Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2015. Upon device disassembling, corrosion was observed on track 13 of the membrane tail the corrosion observed on track 13 had resulted in a partial short to an adjacent track and would account for the device switching on automatically as per reported fault. This would also account for the failure of the device to power off. The faults could not be replicated when the corrosion was cleared from the membrane tail. This would confirm the failure of the returned membrane due to the corrosion on the membrane tail. The corrosion on the membrane tail and the low temperatures recorded in the history log would confirm that the device had been stored outside the indicated conditions. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
Our 350p heartsine has started speaking at various times. Np patient was involved in this event.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Our 350p heartsine has started speaking at various times. Np patient was involved in this event.